Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor also, with corroded battery tube. However, the operating currents are within specifications and passed self-test, a21 error test, rewind and displacement test. No a33 alarms noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was unknown. Customer insulin pump was replaced.